Event description:
It was initially reported in (B)(6) of 2009 that the patient noted that stimulation was not like it was in the beginning. It was still working however just not as strongly. It would help a little in the beginning and than it seemed as though it fades. It was also noted implantable neurostimulator (ins) seemed to be bulging out of back. It was noted not that painful or redness or swelling at area. From reporting (B)(6) 2009 it was noted that the patient had not seen their doctor about the event. They did discuss it with a manufacturer's representative. The patient was still having problems with their system. It was later reported on (B)(6) 2014 that the patient's first device only worked right in the very beginning. 2 years ago the patient was told her leads were disconnected. The patient had revision and battery replacement surgery on (B)(6), 2014. The surgery on (B)(6), 2014 was to reattach disconnected leads and re-implant a new battery. The battery had died and needed to be replaced. Battery replacement was due to regular battery longevity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v238369, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v241897, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was later reported that the patient believed they replaced both the leads and the ins on (B)(6) 2014. The ins was replaced due to normal battery depletion. The patient didn't know if both the ins and leads were replaced. Two of the leads were disconnected/broken.